Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported being unable to activate their medisense optium blood glucose meter when a test strip was inserted, and was unable to obtain a glucose result. Customer then reported feeling sweaty, cold, and disoriented. Customer was given juice and food, and then were treated at a local emergency room. Exact treatment administered in order to stabilize glucose levels is unknown.